Manufacturer narrative:
Additional information: this complaint file was reviewed by the clinical analyst, who stated the following: "the procedure was laser assisted cataract surgery with laser. The surgeon reported the laser part of the procedure was uneventful. The laser assisted capsulotomy was free floating. The patient had a dense and tough cataract with a small pupil. The surgeon had difficulty cracking and rotating lens. A radial rear in the capsule was noticed during irrigation/aspiration (I/a). The surgeon remarked that he felt a "pop" when gentle hydro-dissection was performed and he was very careful. The surgeon also noted that the patient may have had loose zonules. The capsule appeared intact during phacoemulsification but it was difficult to view secondary to the small pupil. The surgeon was going to implant a capsular tension ring until he noticed a radial tear. The radial tear did not extend posteriorly. The surgeon thinks the radial tear may have occurred while manipulating lens during phaco emulsification but was not sure. The surgeon did not think the radial tear was a result of the laser, but wasn't 100% sure it wasn't related. A three piece intraocular lens (iol) was inserted. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. The importance of an intact capsulorhexis for safe phacoemulsification is well recognized. In fact, irregular edges are known to promote radial tearing. Prior to the innovation of the continuous curvilinear capsulorhexis, it was widely known that extensions of tears most often occur in v-shaped notches (or peaks as noted in the report description) of the anterior capsule rim. The determinant of the direction of tearing is the sum of the vector forces of the surgeon's hand during the capsulorhexis and the tension applied by the zonular fibers. Published data suggests that patients with dense cataracts may be at greater risk of capsular rupture due to the additional forces created within the bag during surgery. It is noted that the strength of the capsule in laser assisted procedures are as good as or greater than a manual capsulorhexis and the smoothness of the capsulotomy edge is similar to manually created openings. The elasticity of the capsule is known to increase the incidence of anterior capsule tears as well as size of continuous curvilinear capsulorhexis. An opening that is too small is more conducive to striking the edge of the capsulorhexis with the phaco tip or secondary instruments. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system." Without additional information, the root cause cannot be conclusively determined. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 20, 2015. Based on qa assessment, the product met specifications at the time of release. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. Therefore, the root cause of the reported pc tear cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced a radial tear in the posterior capsule during a cataract with intraocular lens implant procedure. The surgeon felt that the patient had a small pupil which made it difficult to view. The patient had a very dense lens and the surgeon felt that the patient may also have loose zonules. Additional information has been requested.